Event description:
It was reported that during a thyroidectomy procedure, the distal 3mm of the vessel being resected was not sealed which resulted in a bleeding effect. Another device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.